Event description:
This customer reported a shock advisory issue; it is believed that they may have disagreed with the shock advisory decision.

Manufacturer narrative:
This customer reported a shock advisory issue; it is believed that they may have disagreed with the shock advisory decision. There was a delay in the customer returning the device to the bench. We attempted but were unable to get the event file in question. The device was fully evaluated at the philips repair bench but there was no trouble found. There is no information that supports a malfunction occurred. We are considering this a user error regarding shock advisory decision and no malfunction.